Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During field service installation of the device, the user reported the central control monitor was previously repaired for a display failure and the display still has lines. No other details regarding the nature of the event were provided. Since the event occurred during installation of the device, there was no patient involvement during this event.